Event description:
It was reported that balloon rupture occurred. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at less working pressure for a few seconds upon first inflation. The device was simply pulled out and the procedure was completed with another of the same device. There were no complications reported and the patient is stable.